Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the suture falls off. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. The reporter did not have any more information about the incident.